Event description:
It was reported that a patient's intrathecal catheter was malpositioned. The catheter was explanted on (B)(6) 2011. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the returned catheter revealed a hole in the catheter body, noted as user related. It was stated that an indent (or wear area) can be seen immediately on the distal side of the v-wing anchor indicating that the anchor was still in its original position when received in the analysis lab and also that the anchor did not slip while implanted. In addition holes were found in the catheter under the anchor, in one side of the catheter and out the other, indicating a possible needle stick through the catheter.

Manufacturer narrative:
Catheter model #: 8709sc; serial #: (B)(4); implanted: (B)(6) 2011; explanted: (B)(6) 2011.

Event description:
Additional information reported that on (B)(6) 2011, the patient's physician performed a catheter and pump revision. During the procedure, it was found that the catheter tip was located at the l3 vertebra. The physician removed the catheter and implanted a new catheter at the t6 vertebra. The pump was, also, found to be "floating" in the pocket, at that time. The pump was taken out of the pocket and, then, resutured in place. On (B)(6) 2011, both the pump and the recently implanted catheter were removed due to infection. There was no culture obtained. The patient was admitted to the hospital the week prior to the pump and catheter removal because the patient experienced fever, cellulitis, and drainage from the lumbar wound site. The patient was sent home after the pump and catheter removal with a PICC line in place to deliver antibiotics. Oral medications were used in the attempt to control the patient's pain. The patient's pain was not under control as of the date of this report. The lumbar wound site "seemed to be healing, within normal limits," as of (B)(6) 2011. Before the revision surgery on (B)(6) 2011, the patient's pump contained: dilaudid at a concentration of 25 mg/ml and dosage of 15.996 mg/day; bupivacaine at a concentration of 25 mg/ml and dosage of 15.996 mg/day; ketamine at a concentration of 1 mg/ml and a dosage of 0.6399 mg/day; and fentanyl at a concentration of 500 mcg/ml and a dosage of 319.93 mcg/day. Before the pump and catheter explantation on (B)(6) 2011, the patient's pump contained: dilaudid at a concentration of 20 mg/ml and a dosage of 3.017 mg/day; bupivacaine at a concentration of 25 mg/ml and a dosage of 3.771 mg/day; and fentanyl at a concentration of 400 mcg/ml and a dosage of 60.34 mcg/day. No information was provided related to the patient's outcome. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Leading up to revision, the pump was infusing high doses of medication and the patient continued to require high dose oral opioids. It was also stated that other than position, there were no other problems noted with the catheter.

Manufacturer narrative:
Catheter model 8709sc lot# n135386020 implanted: (B)(6) 2008; catheter model unknown lot# unknown implanted: (B)(6) 2011 explanted: (B)(6) 2011. Corrected the implant date of the initial catheter, and added the subsequently implanted catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.